Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.